Manufacturer narrative:
B5- the reporter indicated that an implantable collamer lens of unknown parameters was implanted into the patient's right eye (od). It was reported that the lens remains implanted, and that the patient is planning for removal surgery due to intolerance to halos. Claim # (B)(4).

Manufacturer narrative:
H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). The lens was removed due to haloes.